Event description:
It was reported that during a da vinci-assisted mediastinal mass resection procedure, a system error was encountered that could not be resolved, requiring the conversion of the procedure to an open thoracotomy. An intuitive surgical, inc. (Isi) technical support engineer (tse) was called to troubleshoot the issue and instructed the staff to power down the system components. Despite restarting the system, the error persisted. The surgeon opted to convert the procedure to open surgery due to the inability to resolve the issue. The patient tolerated the change to open surgery and the procedure was completed. Later, an isi clinical sales representative (csr) reported that a non-recoverable fault occurred upon powering the system on. The tse reviewed the error logs and confirmed issues involving the axes controller platform (acp) 4 and acp 2. Although the csr disabled the gantry armnet, the csr could not position the boom to the appropriate height for surgery. It was reported that due to construction in the or, the patient side cart (psc) could not be moved away from the center of the operating room. An isi field service engineer (fse) was requested to further investigate the issue.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported complaint and replaced the axes controller platform (acp) backplane, and two acps. The system was tested and verified as ready for use. Isi has not received a da vinci product involved with this complaint to perform failure analysis. A review of the site's system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: pattern (4) node 200 is not present at startup, node name: acp2 patient side cart subsystem timed out on startup. Waiting for powering off response motor axis message is late or missing on the gantry, from acp4 (shoulder/boom).

Manufacturer narrative:
Device evaluation: an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) did receive the axes controller platform (acp), cfg unit (serial number: (B)(6)) to perform failure analysis (fa) and was able to confirm the customer reported complaint. Visual inspection found no issues that would be related to the reported event. When reviewing remotefe logs, there was an error, which means it has a timeout/intermittent issue. The acp board was installed and tested on the printed circuit assembly (pca) xi system. The system started up showing multiple errors. Advanced reduced instruction set computer (risc) machine (arm) fault reaction logic (frl) was hit because of a brushless motor control (blmc) error. As a result of these findings, fa was able to conclude that a component failure in the acp was found to be the root cause of the reported failure. Isi did receive the acp, cfg unit (serial number: (B)(6)) to perform fa and confirmed but was unable to replicate the customer reported complaint. Visual inspection found no issues that would be related to the reported event. When reviewing remotefe logs, there was an error, which means it has a timeout/intermittent issue. The acp board was installed and tested on the pca xi system. The system started without any errors. The deploy for draping and undocking functions were tested, and the unit passed as moving and turning all positions of the patient side cart. The system idled for 30 minutes with no errors/issues. Isi received the acpb to perform fa and was able to confirm, but not replicate the customer reported complaint. The reported errors were found, indicating a node not showing up and a node configure to be present did not respond during system startup. Upon visual inspection, no issues were found that would be related to the reported event. This acpb printed circuit assembly (pca) was installed, programmed, and tested on the pca is4000 system; ran 15 power cycles with no issue on startup and no errors or failures were triggered. The acpb remained on the system for 3 hours idling in normal mode with no issue. All test passed. Additional information: a review of the site¿s system logs for the reported procedure date was conducted and the investigation revealed the following possible related system errors: -node 200 is not present at startup, node name: acp2. -patient side cart subsystem timed out on startup. Waiting for powering off response. -motor axis message is late or missing on the gantry, from acp4 (sholder/boom). -gbit hardware fault: the node on isi core controller reported a gbit communication error on gbit instance 3. -wheel hardware fault: pointing to rear core fiber port. -node not present: act in armnet1 set up joint distal ¿ a node configured to be present has stopped responding. -a comm link from the acp4 is down. Message destination was acp3. -core fiber connections, top to bottom; (port 1: none) ¿ (port 2: ssc1) ¿ (port 3: psc) ¿ (port 4: vp). -system number sk0290 / system ID: no psc connected, console1 sn: (B)(6), console2. The acp cfg board was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.